Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) lead stretched; full lead was returned and analyzed. Helix can not be extended and retracted due to distal conductor distortion within the connector. Inner insulation kinked/buckled. Lead damaged at implant.

Event description:
It was reported that the helix could not be extracted during the device implant. The physician replaced the lead. No patient complications were reported as a result of this event.